Event description:
This complaint is being opened related to a lawsuit, case no. (B)(4). The lawsuit reports that the patient experienced pain, unnatural curvature, protrusion of the implant from the penis, and a painful revision surgery.

Manufacturer narrative:
The patient had the device implanted on (B)(6) 2021, and additionally, had a right and left custom testicular prosthesis implanted due to pre-existing loose scrotal skin and small bilateral testicles. The patient had pre-existing retraction of the penis and tight suspensory ligament. The patient had three follow-ups on (B)(6), which all noted that the patient was tolerating the post-operative healing process well. The patient follow-up again on (B)(6), where it was noted, the penis was healing well, the implant was positioned well with no edged and that the patient stated he had "normal strong erections" and was "pleased" with the results. He was found to have some ingrown hairs on the incision line and instructed to consult with a dermatologist. The patient was instructed that he would be cleared with light sexual activity the following week and instructed to follow the post-operative instructions. The patient stated that he would comply. About 7 to 8 weeks after surgery the patient contacted the office expressing discomfort and swelling. The patient arrived for evaluation on (B)(6) 2021. Upon physical examination, the patient was found to have swelling, tenderness, and fluid buildup. An aspiration procedure was performed and the cultures were taken to the lab. The patient disclosed during this time that prior to the onset of symptoms, he underwent binge drinking and engaged in vigorous sexual activity with multiple partners despite not being cleared for full sexual activity. He stated that he does "not recall" the full event. He also stated that he had presented to the emergency room the night before where he received IV abx. At the conclusion of examination, it was identified that there was a severe penile infection that had formed due to this failure to follow post-operative instructions. The patient had exploratory surgery which ultimately ended in the removal of the implant. During this surgery, they also discovered severe scar tissue and infected tissue, which was also removed. It was discussed that the binged drinking may have led to lower immunity and made it easier to develop infection. Additionally, the surgeon noted that the infection could have been related to the ingrown hairs that were identified in his previous follow-up. The patient followed up on (B)(6) and stated he was doing "much better." During this follow-up he also stated that prior to the onset of the symptoms, he had smoked marijuana as well. On (B)(6) he had stated he was "doing well." The patient failed to report to the office for his schedule follow-up on (B)(6). The patient returned on (B)(6), where a puncture wound to the penis was noted. There was also swelling of the shaft. On (B)(6), the patient returned stating he had little to no pain. It was noted that the penis was healing well, and the skin and puncture wound had healed. There are no claims of curvature or protrusion noted within the patient's medical records. It is unclear if the puncture wound noted is due to the implant or inflicted by the patient/external source due to lack of information. Before undergoing the procedure, patients will have to go through a screening process followed by pre-operative counseling, and that all of the possible benefits, risks, complications, and alternatives, including no surgery, will be discussed in advance of the surgery. As part of the informed consent process, the patient signed off on various risks and complications one-by-one, including: "extended penile or scrotal pain and discomfort," "temporary reactions, swelling and/or erythema," "moderate to severe scar tissue formation, fibrosis and/or possible detachment of sutures," "infection or erosion of silicone block requiring removal," and "removal of implant may result in penile retraction, scar formation, and other potential complications, necessitating additional treatment." Pain, swelling, infection, and seroma formation are common and anticipated events with every surgical procedure involving placement of a synthetic implant material for cosmetic purposes. The post-operative handbook includes information about the swelling of the penile shaft, scrotum, and lower abdomen for approximately one to two weeks after the procedure. An article was published in january of 2022 titled, update on the penuma: an FDA-cleared penile implant for aesthetic enhancement of the flaccid penis. One hundred patients provided responses to the interview. Of those 100 patients, 10 patients had their implant removed for various reasons. Dorsal curvature and shortening were not a reason listed for removal. The article also follows twelve patients who got a penuma removed for cosmetic reasons and follows their recovery. After removal, the patients noted penile retraction immediately after the removal procedure, but all patients reported a return to pre-operative flaccid length and girth following the rehab program. There were no cases of post-operative curvature. Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, which was reviewed as part of the 510(k) process, lists penile curvature, seroma, pain, infection, and scar formation as anticipated adverse events and implant extrusion/perforation as anticipated device deficiency. Within this study, just over 3% of the subjects reported an implant infection which is a rate similar to that reported for silicone products of the same product code (mib). This rate is not considered clinically inferior. The instructions for use also list implant extrusion as a potential adverse device deficiency and infection as a potential adverse event. The root cause of this investigation is the inherent risk of the device and attributed to user error as the patient failed to follow post-operative instructions. As the device was unable to be investigated, historical data analysis, trend analysis, and the patient's medical records were used to investigate this complaint.